Manufacturer narrative:
This report is submitted on december 1, 2020.

Event description:
Per the clinic, the patient experienced no response from all the electrodes of her implant. It is unknown if there are plans to explant/re-implant the patient with another device.